Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a remicade infusion of 50 gms in 500 ml was ramped at 30 minutes, 60 minutes and 90 minutes. With the programming that was done, 500 ml should have infused at the two hour mark, and the device recorded 512 ml, however only about 30 ml had infused from the bag. There is no report of any patient harm or medical intervention.